Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a expo diagnostic catheter and the sheath. There was dried blood-like substance on the outer surface of the catheter and in the sheath. Visual and tactile inspection of the shaft revealed the shaft was twisted at approximately 24-27.5 cm from the strain relief. Examination of the material surrounding the shaft twist did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the incident. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a diagnostic procedure, catheter removal difficulties occurred. Vascular access was obtained via the right femoral artery. During use of a (B)(4) expo diagnostic catheter the physician experienced difficulty cannulating the right coronary artery due to the patient's heavily calcified and tortuous anatomy. The (B)(4) expo diagnostic catheter was removed and the physician selected a expo 5f multipurpose diagnostic catheter for use. During advancement the catheter became kinked in the right iliac artery. The physician attempted to unkink the catheter by torquing however, this was unsuccessful. Upon removal the catheter became stuck and remained inside the patients' body. The patient was taken to surgery where the sheath and catheter were successfully removed outside the patient's body. There were no further patient complications reported and the procedure was partially completed with the patient status listed as ok.

Event description:
It was reported that during a diagnostic procedure, catheter removal difficulties occurred. Vascular access was obtained via the right femoral artery. During use of a 6fjr4 expo diagnostic catheter, the physician experienced difficulty cannulating the right coronary artery due to the patients' heavily calcified and tortuous anatomy. The 6fjr4 expo diagnostic catheter was removed and the physician selected a expo 5f multipurpose diagnostic catheter for use. During advancement, the catheter became kinked in the right iliac artery. The physician attempted to unkink the catheter by torquing however, this was unsuccessful. Upon removal the catheter became stuck and remained inside the patients' body. The patient was taken to surgery where the sheath and catheter were successfully removed outside the patients' body. There were no further patient complications reported and the procedure was partially completed with the patient's status listed as ok.

Manufacturer narrative:
(B) (4)(B) (4)